Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report presents the results of the final investigation. Updated fields: h6, h11. The device was returned to olympus for inspection. An image defect (caused by cable section damage) and the reported failure were confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: free lock lever contamination, scope mount contamination, main body water ingress, connector cracking, and imaging section water ingress. A root cause could not be identified. Based on the investigation results, the following is likely the cause of the malfunction: the most probable cause of the complaints was a component failure, an image defect caused by damage to the cable section. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had poor image quality during reprocessing. There were no reports of patient involvement.